Event description:
The customer ran two comparison blood tests between his breeze2 meter and the clinic's meter. The breeze2 read 497,480 mg/dl and the other meter read 195,162 mg/dl respectively. The differences between the readings on the comparison tests fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Customer could not provide product info. New meter and strips were sent. Customer disposed of his test strips. No product to return for evaluation.

Manufacturer narrative:
The product info could not be obtained. It's not possible to determine the manufacture date without the meter info.